Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using ruby coil lps and an lp system detachment handle (handle). During the procedure, the physician advanced a ruby coil lp to the target vessel and attempted to detach the ruby coil lp with the handle; however, the ruby coil lp failed to detach. Therefore, the handle was removed. The physician then opened a new handle and was able to successfully detach the ruby coil lp. The procedure was completed using the second handle and additional ruby coil lps. There was no report of an adverse effect to the patient.